Event description:
Literature: sebeo, joseph, stacie g. Deiner, ron l. Alterman, and irene p. Osborn. "Anesthesia for pediatric deep brain stimulation." Anesthesiology research and practice 2010 (2010): 1-4. Print. Summary: the authors present a retrospective chart review of anesthesia records of 28 pediatric cases of patients who underwent dbs implantation for dystonia. The anesthesia records included patients who were sedated using a combination of dexmedetomidine and propofol-based anesthesia. The authors also analyzed complications with anesthetic techniques including airway and cardiovascular difficulties were analyzed. Reportable event: one patient suffered a venous air embolus following burr-hole placement. The patient started to cough and complained of chest pain. The head was lowered and bone wax applied. The patient improved but the procedure was aborted. One month later, the patient underwent successful dbs surgery.

Manufacturer narrative:
Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.